Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the reservoir had a large air bubble in it. The blood glucose reading was 150 mg/dl. The customer was assisted in priming out the air. The insulin pump was not rewound with the reservoir in place and the insulin was not stored cold. The customer declined further troubleshooting and was advised to monitor the issue and call back if the issue persisted. No product was returned for analysis.